Event description:
Caller reported that the pump battery depleted too quickly, but this did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app and to follow up if battery depletion exceeded 35% per day, which the customer understood and acknowledged. The customer continued to use the pump for insulin therapy.